Event description:
It was reported by service report that the side rail could not be latched in the raised position; corner cover was cracked with exposed sharp edges. No pt involvement or adverse consequences are reported.